Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number combination. UDI - unknown due to unknown part/lot number combination. Device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a patient underwent a cardiac catheterization in which the product (angio-seal vip) was used to close a right femoral artery puncture. The angio-seal vip malfunctioned and left a remnant of the device as a foreign body in the patient's arterial system causing complications. The product broke or malfunctioned causing a remnant of the product to be left in the patient body. The product was not designed or manufactured with sufficient integrity to prevent fracture, separation or remnants from developing. The product was defective in that the arteriotomy locator tip broke off and lodged in patient's right calf. The product was unsafe for its intended purpose in that it allowed remnants of the device to separate and remain in patient body. Between (B)(6) 2016, the patient became symptomatic and remained under the care of physicians on or about (B)(6) 2016, the patient underwent surgery for dissection repair and foreign body removal. The patient sustained severe, disabling injuries to her muscles, bones and nervous system. She experienced pain and will in the future experience further pain and suffering from the injuries.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that an unknown angio-seal vip device was used to close a right femoral artery puncture following a cardiac catheterization on (B)(6) 2016. It was alleged that angio-seal arteriotomy locator tip broke during use, resulting in a fragment of the locator being retained in the patient's arterial system (right calf). Between (B)(6) 2016 the patient suffered unspecified symptoms. On or about (B)(6) 2016, the patient underwent surgery for dissection repair and removal of the device fragment. It was alleged that the patient experienced pain and severe, disabling injuries to her muscles, bones, and nervous system due to the reported event and subsequent surgery.